Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of device loosening is not known. (B)(4). Date of implant reported as approximately one year prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 09.402.022s, lot#: 7654219 (sterile) - 22 mm cocr radial head standard height/12.5 mm - sterile. Quantity (B)(4). Component parts reviewed: part 21022 lot 5317556 and part 41060 lot 7695678 were reviewed. Certificate of compliance received from avalign (nemcomed) meet specification. Inspection sheet for incoming final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: supplier (B)(4). Packaged by: (B)(4). Manufacturing date: 21-oct-2014. Expiration date: 30-sep-2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of a radial head prosthesis system on (B)(6) 2017 due to loosening. One (1) 22 mm cocr radial head standard height/12.5 mm-sterile and one (1) 10 mm titanium (ti) straight radial stem 32 mm-sterile were removed intact. The initial implant procedure was performed on an unknown date, approximately one year ago. X-rays were taken on an unknown date. No surgical delay or patient harm. The procedure was completed successfully. This report is for one (1) 22 mm cocr radial head. This is report 1 of 2 for (B)(4).